Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-02536. It was reported the pt is unable to increase her scs system stimulation. The pt stated when she tried to increase her stimulation it would not go higher than one bar. A sjm rep met with the pt and a system diagnostics revealed multiple invalid and low lead contacts. The rep was unable to reprogram the pt's scs system and restore stimulation therapy. The pt is pending a consultation with her physician to further evaluate the issue.